Event description:
Cup loosening and wear, initially surgeon was concerned that it was a hylamer cup and the patient was told this. Cup was removed and it was discovered that it was not a hylamer cup. Both the patient and the surgeon feel that it is a product issue and want to know the mode of failure. Legal proceedings are pending.